Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported experiencing high blood glucose. The blood glucose reading at time of the call was 539 mg/dl. Troubleshooting was performed. The customer stated that he had a head cold. The time, date, and programming on the insulin pump were correct. The customer stated that he changes the infusion set every three to four days. Advised the customer to change every two to three days. Ran a fixed prime test and the insulin did exit. Instructed the customer to check for leaks, and he stated that he feels moisture on top of the reservoir after disconnecting the reservoir from the tubing. Performed a high pressure test and the device passed the test. The customer requested a replacement of the insulin pump. No further information was provided.